Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), thrombosis ("blood clots"), thyroid disorder ("thyroid disorder") and alopecia ("hair loss"). The patient was treated with surgery (essure implant removal) and surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, autoimmune disorder, rash, thrombosis, thyroid disorder and alopecia outcome was unknown. The reporter considered alopecia, autoimmune disorder, device dislocation, pelvic pain, rash, thrombosis and thyroid disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/on of the coils is embedded in the uterus/perforation (uterus)/perforating her myometrium'), fallopian tube perforation ('perforation: fallopian tube') and pelvic pain ('pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, uterine bleeding and hypothyroidism. Concurrent conditions included ovarian cyst, dysuria, lumbago, hypercholesterolemia and hives. Concomitant products included clobetasol, ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol) from (B)(6) 2017 to (B)(6) 2018, fluconazole, ibuprofen, levothyroxine sodium, nystatin, paracetamol (acetaminophen) and triamcinolone. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"), abdominal pain ("abdominal pain") and back pain ("back pain, lower back pain"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia,excessive bleeding"), vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("other injury(ies) or complication (s) please describe: vaginal itchiness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("blood clots"), rash pruritic ("skin rash"), arthralgia ("hip pain"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism.") And dry skin ("dry skin"). The patient was treated with levothyroxine and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tube). And hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, thrombosis, rash pruritic, autoimmune thyroid disorder, alopecia, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, fatigue, weight increased, vulvovaginal pruritus, autoimmune hypothyroidism and dry skin outcome was unknown, the urinary tract infection, abdominal pain, back pain and arthralgia had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune hypothyroidism, autoimmune thyroid disorder, back pain, dry skin, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, rash pruritic, thrombosis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: perforation (uterus), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes; on (B)(6) 2017: perforation (uterus), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, dysmenorrhea (cramping), vaginal itching, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/on of the coils is embedded in the uterus/perforation (uterus)/perforating her myometrium"), pelvic pain ("pain") and thrombosis ("blood clots") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, uterine bleeding and hypothyroidism. Concurrent conditions included ovarian cyst, dysuria, lumbago, hypercholesterolemia and hives. Concomitant products included clobetasol, fluconazole, ibuprofen, levothyroxine sodium, nystatin, paracetamol (acetaminophen) and triamcinolone. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced thyroid disorder ("autoimmune disorder type of disorder: thyroid"), abdominal pain ("abdominal pain") and back pain ("back pain, lower back pain"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia,excessive bleeding"), vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("other injury(ies) or complication (s) please describe: vaginal itchiness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), rash ("skin rash") and arthralgia ("hip pain"). The patient was treated with levothyroxine and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tube).essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, pelvic pain, thrombosis, rash, thyroid disorder, alopecia, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, fatigue, weight increased and vulvovaginal pruritus outcome was unknown, the urinary tract infection, abdominal pain, back pain and arthralgia had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, thrombosis, thyroid disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, dysmenorrhea (cramping), vaginal itching, menorrhagia. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Her demographic was added. Lab data added. Concomitant condition and medication added. Historical condition added. Events: abnormal bleeding (vaginal), menorrhagia ,excessive bleeding, infection (bladder/ urinary tract/vaginal) type: uti, migraines, headaches, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: vaginal itchiness, abdominal pain, back pain, hip pain were added. Event migration of implant updated to perforation (uterus). Event autoimmune issues replaced with thyroid disorder. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/on of the coils is embedded in the uterus/perforation (uterus)/perforating her myometrium"), fallopian tube perforation ("perforation: fallopian tube"), pelvic pain ("pain") and thrombosis ("blood clots") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, uterine bleeding and hypothyroidism. Concurrent conditions included ovarian cyst, dysuria, lumbago, hypercholesterolemia and hives. Concomitant products included clobetasol, fluconazole, ibuprofen, levothyroxine sodium, nystatin, paracetamol (acetaminophen) and triamcinolone. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"), abdominal pain ("abdominal pain") and back pain ("back pain, lower back pain"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia,excessive bleeding"), vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("other injury(ies) or complication (s) please describe: vaginal itchiness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), rash ("skin rash"), arthralgia ("hip pain") and hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism."). The patient was treated with levothyroxine and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tube). And hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, thrombosis, rash, autoimmune thyroid disorder, alopecia, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, fatigue, weight increased, vulvovaginal pruritus and hypothyroidism outcome was unknown, the urinary tract infection, abdominal pain, back pain and arthralgia had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune thyroid disorder, back pain, fallopian tube perforation, fatigue, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, rash, thrombosis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017 perforation (uterus), unilateral occlusion (right tube. Occluded), failure to occlude (close) fallopian tubes.; on (B)(6) 2017 perforation (uterus), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, dysmenorrhea (cramping), vaginal itching, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event " hypothyroidism, perforation fallopian tube" were added. Lab data added. Patient aka name was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/on of the coils is embedded in the uterus/perforation (uterus)/perforating her myometrium'), fallopian tube perforation ('perforation: fallopian tube'), pelvic pain ('pain') and thrombosis ('blood clots') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, uterine bleeding and hypothyroidism. Concurrent conditions included ovarian cyst, dysuria, lumbago, hypercholesterolemia and hives. Concomitant products included clobetasol, ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol) from (B)(6) 2017 to (B)(6) 2018, fluconazole, ibuprofen, levothyroxine sodium, nystatin, paracetamol (acetaminophen) and triamcinolone. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"), abdominal pain ("abdominal pain") and back pain ("back pain, lower back pain"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia,excessive bleeding"), vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("other injury(ies) or complication (s) please describe: vaginal itchiness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), rash pruritic ("skin rash"), arthralgia ("hip pain"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism.") And dry skin ("dry skin"). The patient was treated with levothyroxine and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tube). And hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, thrombosis, rash pruritic, autoimmune thyroid disorder, alopecia, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, fatigue, weight increased, vulvovaginal pruritus, autoimmune hypothyroidism and dry skin outcome was unknown, the urinary tract infection, abdominal pain, back pain and arthralgia had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune hypothyroidism, autoimmune thyroid disorder, back pain, dry skin, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, rash pruritic, thrombosis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: perforation (uterus), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes.; on (B)(6) 2017: perforation (uterus), unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, dysmenorrhea (cramping), vaginal itching, menorrhagia. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event dry skin added & rash updated to itchy rash. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.